Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) on multiple occasions with a blood glucose (bg) level of over 500 mg/dl. The customer recently experienced a bg level in the 450's (mg/dl) and the customer stated that they did not take enough insulin at dinner. Reportedly, the customer addressed the bg level with exercise/manual injections. The customer left the ER with a bg level in the 200 to 300's (mg/dl).